Manufacturer narrative:
Product analysis: the product remains implanted therefore no product analysis can be completed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown amount of time following the implant of this transcatheter pulmonary bioprosthetic valve, endocarditis developed. No treatment was reported. No additional adverse patient effects were reported.